Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient experienced a severe allergic reaction to the pod pals adhesive, starting at the application / infusion site and spreading across the entire back. The pod was worn for longer than 72 hours, which may have worsened the reaction. Initial treatment recommended by the pharmacy was with puritan and it provided short-term relief, but symptoms returned after discontinuation. The dermatologist later prescribed elocon 0.01% ointment, a strong steroid, applied daily for two weeks, then every other day. Barrier creams like cavilon were ineffective due to the severity of the inflammation. The patient is now using a medicated barrier stick (tac) between the skin and pod to prevent further reactions.